Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/08/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result of 41.3 on a (B)(6) female patient presented in the emergency room with fever, sepsis and urinary tract infection (uti). The test was repeated on an alternate method and the result was <5.0 based on the information available. The patient was admitted at this time. There was no additional patient information at the time of this report. Date: (B)(6) 2015, time: 07:46, method: I-stat, result: 41.3, comment; (B)(6) 2015, 08:03, dxc, <5.0, (positive >25). There was no repeat on the I-stat and at this time there is no reason to suspect that a malfunction exists. New information was received on 01/29/2016 from the facility stating that inpatient records indicated that the patient was not pregnant. Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.